Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called and reported that their insulin pump alarmed critical pump error after exposure to pool water. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was not completed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime, basic occlusion, force sensor, occlusion, active current measurement test; it failed sleep current measurement, and self tests. Per visual inspection there were sign of corrosion on the electronic board particularly in the area of the battery connectors, and the back of the lcd display. After battery installation, there's a permanent white spot in the upper right hand corner of the lcd display. Device has a crack on the battery tube which starts at the corner of the belt clip rails. The center (enter) keypad button is cracked in the middle. Finally the s/n label located between the belt clip rails is illegible.